Event description:
The catheter connector cannot be tighten with the titanium adapter. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The root cause is undetermined.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector in reference to connection issue was received. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and had a slight resistant and difficult to connect. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.